Manufacturer narrative:
Investigation, including root cause determination is in progress.

Event description:
Reporter stated after plugging the device into the outlet and turning on the system, a loud 'popping' sound was heard followed by a burning smell. The case was cancelled and there was no pt impact/injury associated with this event.